Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient's right ventricular lead exhibited noise oversensing when they presented in clinic for routine follow up. No electrical anomalies were noted, and no externalized conductors were seen under fluoroscopy. The lead was capped and replaced with no adverse consequences to the patient. The patient was discharged.